Manufacturer narrative:
Additional information: b5, d4, g1, g3, g4, h6. Information received shows that this event is a duplicate of another issue reported under regulatory report # 2647580-2024-05196. This file will be closed and all further updates processed under the above-referenced report for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Duplicate pe of (B)(4) according to the reporter, during a thoracoscopic right lobectomy under tracheal anesthesia due to a malignant tumor in the right lung, the device did not fire. After repeated operation, the device could not be ejected to stop the bleeding. A new handle from the same batch was used to stop the bleeding and resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot#p4e1005s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic right lobectomy under tracheal anesthesia due to a malignant tumor in the right lung, the device did not fire. After repeated operation, the device could not be ejected to stop the bleeding. A new reload from the same batch was used to stop the bleeding and resolve the issue. There was no patient injury.